Event description:
It was reported that when the intra-aortic balloon (iab) was being removed from the patient, the staff noticed that the cuff was broken out and blood was noted in the cuff. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. During the investigation, blood was confirmed within the iab helium pathway. The cause of how the blood entered the helium pathway was unable to be determined due to the returned state of the device. The returned iab was too damaged to analyze. The root cause of how the blood entered the helium pathway is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was being removed from the patient, the staff noticed that the cuff was broken out and blood was noted in the cuff. There was no report of patient complications, serious injury or death.